Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event.. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
It was reported that the implant driver disengaged from the tsv4h13 during placement. The driver was utilized along with another implant to complete the procedure.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Product will not be returned by the customer.

Event description:
It was reported that the implant driver disengaged from the (B)(4) during placement.